Event description:
It was reported that the patient with this neurostimulator was experiencing difficulty charging their device. The patient was able to charge their device when applying pressure. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).